Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 110 mg/dl. The customer did not observe any significant events leading to the alarm. She was advised that her call would be transferred for further assistance, since the alarm occurred on a loaner insulin pump.